Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative stated the implant date was (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that a pocket fill occurred, and the medication was not injected through the access port. It was reported that ultrasound was used to control the refill port. The cause of the refill complication was not determined. The hcp was able to extract the remaining drug and didn't understand how so much could have gone outside. According to the hcp, the needle was confirmed to be fully inserted into the fill port septum, but the needle was not touched once in place. Ten minutes after the refill, the patient experienced cardio-respiratory arrest, then the ER team took over. A head scan was done, and then ICU monitored all of the patient's vitals. It was further reported the patient experienced a 15 cc pocket fill. They were doing fine, and were back home. The pump was working properly and there was no plan to change it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (242.0 mcg/ml at 129.91 mcg/day), clonidine (256.9 mcg/ml at 137.91 mcg/day), and fentanyl (301.6 mcg/ml at 161.91 mcg/day) via an implantable pump for an unknown indication for use. It was reported the patient went in for a refill. Pump logs indicate the pump was updated on (B)(6) 2017, but the event date was provided as (B)(6) 2017. A medtronic refill kit was used, and 15 minutes later the patient started to feel bad and experienced respiratory arrest. The event was described as a pump refill complication. Reanimation and a control scan were performed, then the patient was sent to the intensive care unit (ICU). The pump was emptied, which revealed that 15 ml was missing. The patient was doing fine and the issue was resolved. The pump would remain in service. The patient status was alive - no injury. No further complications were reported or anticipated. Additional information was received from a foreign healthcare provider (hcp) via a clinical study. At the end of the filling, the patient lost consciousness, had convulsions, stopped breathing, and needed to be reanimated for two minutes. The clinical diagnosis was overdose post refilling pump. The patient came back and was breathing, but needed naloxone and rivotril. The patient spent 48 hours in the ICU. A CT scan showed no cerebral hemorrhage. Another refill was performed, which is when the 15 ml was found to be missing. The event was considered related to the device/therapy, and not related to the implant procedure. It was stated the event led to death, but it was also stated the event resolved without sequelae on (B)(6) 2017. The death in this case was interpreted as the patient needed to be reanimated. Additional information was received. The information stating the event led to death was removed.